Event description:
Patient allegedly received an implant on (B)(6)2008 due to post trauma. Patient is alleging vena cava perforation and fracture. Patient further alleges "blood clot consumed legs resulting in regular swelling and discomfort with permanent varicose veins visible." Patient is limited or can no longer engage in "splitting wood by hand, dragging deer, (blood clot left me easily exhausted)", anxiety/ stress, (B)(6)2019 unsuccessful retrieval attempt was reported. Per retrieval report, "impression: 1. Ivc and bilateral iliac vein acute on chronic thrombus. Tilted and embedded ivc filter with severe stenosis of the infrarenal ivc at this location. Severe bilateral common iliac vein stenoses. 2. Placement of suprarenal ivc filter for pulmonary emboli protection during the case. This was successfully retrieved at the conclusion of the case. 3. Successful retrieval of fractured ivc filter leg. 4. Unsuccessful forceps assisted retrieval of tilted and embedded ivc filter". Per computed tomography report, "vascular stents are noted starting at the juxtarenal ivc extending into the bilateral common iliac and external iliac veins". "At the superior aspect of the ivc stent there is an ivc filter that has been compressed by the ivc stent. Some of the ivc filter struts are outside of the ivc."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: embedded, chronic clot, stenosis, occlusion, tilt, anxiety, stress, swelling, discomfort, varicose veins, exhaustion. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedded does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, stress, swelling, discomfort, varicose veins, and exhaustion are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, b6, h6. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography report, "filter position: below the level of the renal veins." "Impressions: there is a stent extending from the left external iliac vein into the ivc to the level of the renal veins. The stent passes through the struts of cook gunther tulip filter. The filter is isolated from the ivc blood flow and is non functional. There is a stent extending from the right external iliac vein into the distal ivc. The anterior strut penetrates 16 mm through the ivc wall. It penetrates into the duodenum. Sagittal image 78. The left strut penetrates 0 mm through the ivc wall. The posterior strut penetrates 28 mm through the ivc wall. It penetrates into a vertebra where there are chronic reactive changes. Sagittal image 85. The right strut penetrates 25 mm through the ivc wall. Coronal image 67."

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: fracture (strut retained), vena cava (vc) perforation, complex removal. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog number and lot number are unknown; however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2008. Approximately eleven years and four months later, the patient underwent a complex filter retrieval where it was noted that the filter had migrated as several legs perforated through the ivc wall. The filter was further identified as fractured and the fractured strut was unable to be retrieved during the removal procedure. Hospital and medical records have been requested, but not yet provided.